Manufacturer narrative:
Approximate age of device: 1 year, 5 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported patient outcome could not be conclusively determined. The pump was not returned for evaluation. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. No additional information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on an unspecified date the patient experienced an ischemic cerebrovascular accident (cva)resulting in hemiplegia. Subsequent conversion to a hemorrhagic cva occurred and the patient expired on (B)(6) 2014. No additional information was received.